Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor errors. The customer blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting. Customer states insulin pump had no delivery occurred during the bolus. Customer states insulin pump keeps going off and coming on. Customer also stated they got a bad battery alarm. Customer reports the drive support cap appears normal or slightly indented. Customer did not report motor errors alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.